Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that they had high blood glucose level. The customer¿s blood glucose level was 510 mg/dl at the time of incident. The customer also reported that the pump received no delivery alarm however which was resolved by complete set change. The insulin pump will not be returned for analysis.